Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation of ¿no image¿ was confirmed. The probable cause was determined, as charge-coupled device (ccd) failure. The cause of ccd failure could not be identified. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 2 years, since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the camera head doesn't register when plugged in. The issue was found during preparation for use. Removing the camera and plugging it in multiple times did not resolve the issue. The hospital staff used a different device for the case. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found the device showing a blue screen due to a bad charged coupled device and a kink/knot on the cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.